Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having heart flutters. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having heart flutters related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having heart flutters. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section b1, b2, h1 and clinical code, impact code in section h6 has been updated/corrected in this report.